Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the flip top seal was disengaged. The trocar, cannula, envelope seal and circular seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The seal was disengaged from the cap. The returned sample as received was found not to meet specifications and the reported condition was confirmed. Replication of the reported condition was due to a component error. The material from the supplier was found to be defective and a product enhancement/ has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the seal disengaged, it fell into the patient¿s cavity and was retrieved using a grasper. There was no patient injury.